Event description:
On (B)(6) 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the issue began on (B)(6) 2010 at 4pm. The reporter advised the cca the patient manages his diabetes with metformin (800 mg) and glipizide (5 mg) twice a day. Despite the alleged issue, the reporter stated the patient continued to take his usual dose of medications. On (B)(6) 2010 at 1pm, the reporter claimed the patient felt symptoms of dizzy, shaky and nausea. The reporter stated the patient drank orange juice as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter; however, advised the reporter the batteries needed to be replaced. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged power issue began.

Manufacturer narrative:
The adjudication report for the (B)(4) study indicated that the patient is a (B)(6) man with a history of cad, ptca, atrial fibrillation, dyslipidemia, diabetes and hypertension. On (B)(6) 2009, he underwent the index procedure with delivery of the angioguard, rx ecgw, pre-stent balloon angioplasty and placement of one precise® pro rx stent in the left ostial ica. Following the stent placement the patient developed aphasia. The index procedure report was requested but is not available for review. At 14:20 hours the patient was evaluated by the stroke team. The neurological examination revealed the patient to be awake. He only occasionally used words. His eyes did not cross midline to the right. He lifted the right upper extremity off of the bed spontaneously but not to specific commands. There was 3-/5 strength at the right elbow. He flexed the right hip spontaneously. The patient also did not react to touch but he did withdraw to pain. An addendum to the neurology consult note referenced the results of a head MRI that was performed. The study revealed that there was "acute disease in different areas of the left hemisphere, watershed" (difficult to interpret the handwriting). It was the impression of the neurologist that the patient had experienced an acute left hemisphere watershed cva. The site reported a 5% residual stenosis. The procedure ended at 15:31 hours. Pre-procedure on (B)(6) 2009 the (B)(6) stroke scale score was 0. The rankin score was 0. Post-procedure on (B)(6) 2009 the (B)(6) stroke scale score was 15. The rankin score was 4. On (B)(6) 2009, the patient was re-evaluated by neurology. The neurological examination revealed the patient to be awake and alert. He followed commands. He had expressive aphasia; he repeated with perseveration. The face was symmetric. The right upper extremity was ~ 4/5 strength. The left upper and bilateral lower extremities were all 5/5 strength. The reflexes were difficult to obtain. It was the impression of the neurologist that the patient was clinically improving with regards to strength. It was further noted by the neurologist that the patient had sustained multiple left mca infarctions, watershed versus embolic. On (B)(6) 2009, a head CT without contrast was performed. The results of the study revealed no intracranial hemorrhage or midline shift of structures. There were lacunar infarcts in the left thalamus, left caudate, left frontal and left parietal centrum semiovale. There was bilateral periventricular low-attenuation. The patient was discharged on (B)(6) 2009 on asa and clopidogrel. On (B)(6) 2009, the 30-day office visit was completed. The (B)(6) stroke scale score was 0. The (B)(6) score was 0. The site reported that on (B)(6) 2009, the patient experienced an ischemic stroke with neurological deficits lasting > 24 hours and with full recovery.

Manufacturer narrative:
The study indicated that patient had a stroke event on the same day of the procedure. The event was sudden, the duration of the neurological deficit was >24 hours, fully resolved and the recovery was a full recovery with no deficit. The event occurred while the patient was in recovery after the angioguard was removed from the patient. Act was performed and the result was 346 seconds. The location of the stroke was patchy areas of faintly restricted diffusion compatible with water shed ischemia in the left frontal and parietal subcortical white matter. No immediate intervention was required. Upon discharge, the patient no longer had dysarthria and weakness of any kind as documented in chart. The patient was in the hospital for 7 additional days. The patient required speech and swallow tests and physical therapy during this extended stay and he passed these tests as documented in chart. At discharge, the patient's stroke score was 4, but during the episode it was 15. This patient (male) has a medical history of high cervical ica stenosis. The patient underwent the index procedure to treat the basilar left internal carotid artery (l6). The lesion measurements were obtained with angiography and ultrasound. The stented segment was 30mm, vessel reference diameter was 5mm, there was no thrombus, stenosis was 99%, and the lesion length was 20mm. The lesion was not a chronic total occlusion, concentric, mildly calcified. The arch type was I. The patient was asymptomatic. The lesion was predilated and after the dilation, there was no perforation. A precise rx 8x30mm (pco830rxc) was deployed after an angioguard was placed at the site. The patient was put on plavix approximately a month prior to the procedure. An ECG was performed. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries, potentially disrupting perfusion. This act, inherent to the procedure, may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Event description:
Report from the study indicated that on the same date as the procedure, the patient experienced an ischemic stroke. The onset was sudden, duration was >24 hours, with full recovery and no deficit. Treated vessel was a concentric, mildly calcified basilar left internal carotid artery without thrombus and a stenosis of 99%. The event occurred while the patient was in recovery after the angioguard was removed from the patient. The patient was in the hospital for an additional 7 days and required speech and swallow tests along with physical therapy.